Manufacturer narrative:
(B)(4). The device was returned for analysis. The shaft is kinked 9mm from the collar and the tip is damaged/not round. There are numerous abrasions/damage along the shaft. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that the device could not cross the lesion. Vascular access was obtained via the right femoral artery. The 24mmx 3.00mm, 80% stenosed, concentric, de novo, less than equal to 45 degree bend target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A guidezilla guide extension catheter was selected for use. During procedure, a non-bsc 6f guide catheter was engaged and a non-bsc wire was advanced to the target lesion. The guidezilla catheter was then advanced, however it could not cross the proximal part of the target lesion. The procedure was then abandoned after multiple attempts. No patient complications were reported. However, device analysis revealed numerous abrasions/damage along the shaft of the device.